Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse discovered that the sample tubes are being centrifuged for six minutes, which does not align with the tube manufacturer's specifications. The cause of the discordant, falsely elevated troponin result is unknown. The cause of the sample tubes being centrifuged outside of tube manufacturer specifications is user error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated troponin results were obtained on one patient sample on a dimension vista 500 instrument. The discordant troponin results were reported to the physician(s), who treated the patient based on the results. The physician later questioned the results, and the sample was rerun in duplicate on the same instrument and an alternate instrument. The rerun results were lower, and the corrected results were reported to the physician(s). The patient underwent cardiac catheterization due to the discordant, falsely elevated troponin results. There are no reports of adverse health consequences due to the discordant, falsely elevated troponin results.